Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, once the foot plate was deployed and the suture was fired, the foot plate would not close, and the device was stuck within the lumen of the artery. After multiple attempts were made to remove the device, a femoral cut down was required to open the artery, but the foot plate still would not close. The device was then cut in half and removed in two pieces. A patch was used to close the vessel. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The UDI is unknown due to the part/lot number was not provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported inability to retract the foot and device entrapment appear to be related to the suture tangled/ caught with the foot and contributed to the difficult closing the foot and then subsequently contributed to the device entrapment. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.